Event description:
A surgeon reported that during several patients experienced sudden anterio chamber collapse as if the infusion had stopped during a very short moment. Per the surgeon no system message was displayed. The patient harm is unknown. Additional information has been requested but not received to date. This is one of two medical device reports being filled for this event. This report is for the first facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).